Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the patient was having difficulty charging the ipg. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted device was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.